Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that okay button was sticking, intermittently unresponsive, and required multiple presses to work. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/11/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/28/2014 with the following findings: there was no damage observed to the keypad. The complaint of the ok button sticking and having an intermittent response was not duplicated during testing. All of the keypad buttons responded properly. No buttons were found to be sticking. The keypad was removed and no damage or contamination was found on the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.